Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty, a 16 x 2.25 promus premier select was advanced to the target lesion, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the lesion was located in the left anterior descending artery (lad), and that the stent damage occurred during the case.

Manufacturer narrative:
Correction: h6: device codes: from: positioning failure to: failure to advance. Device evaluated by MFR: a 16 x 2.25mm promus premier select ous mr stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching, or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty, a 16 x 2.25 promus premier select was advanced to the target lesion, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the lesion was located in the left anterior descending artery (lad), and that the stent damage occurred during the case. It was further reported that there were multiple attempts made to position the stent at the lesion site. It was further clarified that the device could not used to complete the procedure since the stent could not pass through the lesion properly. When the stent was removed from the patient, damage to the stent struts were noticed which prevented the stent deployment.

Manufacturer narrative:
Correction: h6: device codes: from: positioning failure to: failure to advance.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty, a 16 x 2.25 promus premier select was advanced to the target lesion, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the lesion was located in the left anterior descending artery (lad), and that the stent damage occurred during the case. It was further reported that there were multiple attempts made to position the stent at the lesion site. It was further clarified that the device could not used to complete the procedure since the stent could not pass through the lesion properly. When the stent was removed from the patient, damage to the stent struts were noticed which prevented the stent deployment.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty, a 16 x 2.25 promus premier select was advanced to the target lesion, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.